Event description:
It was reported the patient was admitted to the hospital due to losing sensation on the left side of her body. The loss of sensation was allegedly due to the lead compressing against the patient's spinal cord. As a result, the lead was explanted and replaced (with two leads/different model). The patient's issue is resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.